Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated glucose levels (600+ mg/dl). Reportedly, customer was dehydrated. Customer was treated through intravenous insulin, and release from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.